Manufacturer narrative:
Implant regio 23 fractured. Construction was a prosthesis on 2 implants in the upper jaw. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.